Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy and an anterior pelvic floor repair procedure in 2007. The surgeon stated that the patient had had a previous bladder repaird which made the hysterectomy somewhat more difficult. Blood tinged urinie was noted in the recovery room. It did not clear on the following day, so the surgeon planned to go back to the operating room and perform a cystoscopy which was not done at the time of the original surgery.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.